Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. There was no known accident or incident related to this complaint. The patient reports no falls/trauma or any new physical activities had been added to her normal daily activities. Patient also said that she hasn't had any adjustments for over six months. She did see her physician shortly after the shocking started and hcp (healthcare provider) checked device and was told everything checked out fine and suggested that patient wear a stomach binder so she doesn't feel the shocking. The patient¿s hcp did not adjust setting, telling her that once patient had the initial setting, he keeps all of his patients at the initial setting. Patient wanted to know if she can go see her surgeon. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.